Manufacturer narrative:
(B)(4). The folder or suture device was not returned for analysis. However, visual inspection was performed on the opened empty foil. No deviations could be detected.

Manufacturer narrative:
Date sent to the FDA: 04/19/2016. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During the procedure, when opening the package, the thread stayed stuck to one side of the packaging. It was also reported that it could not be taken properly and sterility was compromised. The procedure was completed with another like device. There were no patient consequences reported.